Event description:
The customer reported l3-033 error code populating after loading a different lot number probe. The customer was able to complete using a different biopsy method. There were no pt consequences reported.

Manufacturer narrative:
Date sent: 07/10/2008. Transverse drive shaft. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the holster showed l3-033 error code due to heavy contamination. The following components were replaced: two drive shafts, and two busings. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.